Event description:
A report was received that the patient had a damage lead.

Event description:
A report was received that the patient had a damage lead.

Manufacturer narrative:
Additional information was received that the lead was damaged as the patient was experiencing loss stimulation due to high impedances on multiple contacts. A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.